Event description:
The account stated the architect i2000 incorrectly assigned test results to a patient. Architect hbsag positive and anti-hbc negative results were reported to the lims system for a sample ID that did not have those tests requested. The customer determined that the results were from a neqas sample with a different ID number. The patient sample was retested and confirmed negative for hbsag and anti-hbc. The results were not reported and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.